Manufacturer narrative:
Date of event: unknown/not provided. The intraocular lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a fiber on the intraocular lens (iol). There was no patient contact with the iol. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed that the lens was covered in dirt and ocular viscoelastic device (ovd). The lens was then cleaned using 2% liquinox, purified water and dried with compressed air to ease the inspection. It was inspected again under a 12x microscope magnification and no presence of loose or embedded part/particle/debris/fiber was observed on the lens. The optic part had a serrated edge and this type of condition would be rejected if found in the manufacturing line. The customer''s reported complaint for fiber on the lens could not be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.